Manufacturer narrative:
Correction information: section b1 & h1. Additional information: section b1, b2 & h1. Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection and the photographic imaging inspection. System lock was verified. The device passed the electrical tests and the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced possible partial extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound despite device testing results within normal limits. External equipment was exchanged, and programming adjustments were made; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly experienced possible electrode migration, not extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.